Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, physical pain and severe bleeding (seen as genital bleeding). A total vaginal hysterectomy and bilateral salpingectomy were performed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, physical pain, pain"), pelvic inflammatory disease ("other injury(ies) or complication(s)-please describe: pid") and genital haemorrhage ("severe bleeding, abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraine headaches, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes") and gastrointestinal disorder ("gi issues"). The patient was treated with anovlar (loestrin), cilest (ortho tri-cyclen), surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016) and surgery ( total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and gastrointestinal disorder had resolved and the pelvic inflammatory disease, hormone level abnormal, dyspareunia and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal haemorrhage, and the first episode of migraine to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication updated, treatment medications, new events hormone level abnormal, headaches, vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, pelvic inflammatory disease, nausea and gastrointestinal disorder added. Outcome for the event pelvic pain, menstruation irregular, procedural pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhea, gastrointestinal disorder added as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain, pain'), pelvic inflammatory disease ('other injury(ies) or complication(s)-please describe: pid'), pregnancy with contraceptive device ('normal first pregnancy, she is 13 weeks'), genital haemorrhage ('severe bleeding, abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included irregular periods, cervicitis, endocervicitis, paratubal cyst and viral hepatitis b. On (B)(6)2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2016, the patient experienced procedural pain ("painful post-operative recovery, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi issues"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), tooth disorder ("dental problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy and total vaginal hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, gastrointestinal disorder and metrorrhagia had resolved and the pelvic inflammatory disease, pregnancy with contraceptive device, uterine haemorrhage, migraine, hormone level abnormal, nausea, psychological trauma, fatigue, tooth disorder, headache and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6)2014 and estimated date of delivery was (B)(6)2015. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, psychological trauma, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Plaintiff received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: positive. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, pelvic pain quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: fatigue, dental probs., headaches, nausea, weight gain , metrorrhagia (bleeding between periods),psych injury ,plaintiff did not undergo essure confirmation test were added. Event outcome were updated: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods), general abnormal bleeding to recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, physical pain, pain"), pelvic inflammatory disease ("other injury(ies) or complication(s)-please describe: pid"), pregnancy with contraceptive device ("normal first pregnancy, she is 13 weeks"), genital haemorrhage ("severe bleeding, abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included irregular periods, cervicitis, endocervicitis, paratubal cyst and hepatitis b. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches, migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding"), abdominal pain ("abdominal pain"), hormone level abnormal ("hormonal changes") and gastrointestinal disorder ("gi issues"). The patient's last menstrual period was on (B)(6) 2014 and estimated date of delivery was (B)(6) 2015. The patient had essure during the first trimester of pregnancy. The patient was treated with anovlar (loestrin), cilest (ortho tri-cyclen), ibuprofen and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and gastrointestinal disorder had resolved and the pelvic inflammatory disease, pregnancy with contraceptive device, uterine haemorrhage, migraine, hormone level abnormal, dyspareunia and nausea outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, pelvic pain . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: new reporters, patient ethnicity, treatment medications, concomitant medication and disease, new events pregnancy with contraceptive device, device ineffective and uterine haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, physical pain, pain, left side pelvic pain'), pelvic inflammatory disease ('other injury(ies) or complication(s)-please describe: pid'), pregnancy with contraceptive device ('normal first pregnancy, she is 13 weeks'), genital haemorrhage ('severe bleeding, abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included dysplasia. Concurrent conditions included irregular periods, cervicitis, endocervicitis, paratubal cyst and viral hepatitis b. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced mood swings ("hormonal changes : mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2009, the patient experienced migraine ("migraine headaches, migraines / headaches"). In (B)(6) 2009, the patient experienced ovarian cyst ("tumor / teratoma / cancer type: cysts on ovaries"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation, irregular bleeding"), abdominal pain ("abdominal pain"), gastrointestinal disorder ("gi issues"), metrorrhagia ("metrorrhagia (bleeding between periods)"), tooth disorder ("dental problems"), headache ("headaches") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, gastrointestinal disorder and metrorrhagia had resolved and the pelvic inflammatory disease, pregnancy with contraceptive device, uterine haemorrhage, migraine, mood swings, nausea, anxiety, fatigue, tooth disorder, headache, weight increased, ovarian cyst and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2014 and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, tooth disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Plaintiff received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.7 kg/sqm. Pregnancy test - on an unknown date: results: positive. Ultrasound scan vagina - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received : new events, "psychological or psychiatric problems condition: anxiety, tumor / teratoma / cancer type: cysts on ovaries, depression, hormonal changes : mood swings" were added. Patient's information was added. Patient's demographics were added. New reporter contact information was added. Medical history was added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, physical pain") and genital haemorrhage ("severe bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), abdominal pain ("abdominal pain") and migraine ("migraine headaches"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, migraine and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, menstruation irregular, abdominal pain, migraine and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, physical pain and severe bleeding (seen as genital bleeding). A total vaginal hysterectomy and bilateral salpingectomy were performed. The events are regarded as anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.